Event description:
Patient presented to ER via ems for altered mental status. Family found pt unresponsive this am at 0545,"foaming" at the mouth. Called ems. Ems arrived at (B)(6) ER 0615, discovered pt to be pulseless on exam and vad batteries completely dead. At this time, ER initiated CPR and acls measures. She received 4 cycles of chest compressions, 2mg epi, and 2amps sodium bicarb. Vad batteries obtained from inpt cardiac unit, with return of vad power (pt still pulseless, which is her baseline). At this time she was brought to the ICU for further management.